Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported high bg and low bg issue. A cartridge was not returned to evaluate the reported cartridge change error issue. Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. The customer changed the cartridge to resolve the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level ranging from below 40 mg/dl to 440mg/dl; cause was unknown. Customer required assistance from parent to treat low bg level via consumption of carbohydrates, and high bg via a manual insulin injection. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.